Event description:
On (B)(6) 2009, pt reported that some of his infusion sets from the box he is currently using kept separating from his skin. Pt stated that the problem occurred "a long time ago." Pt reported after a day and a half into use, the infusion set breaks where the cannula meets the "hard plastic" and leaks insulin. Pt's wife explained that the problem was on-going for the past six months and continues to occur. She placed the pt on the phone who explained that the infusion set he was currently using was leaking. Pt is very active in work and leisure. Working in construction plus camping and hunting activities contribute to the infusion set breaking and leaking. He has used IV dressing for the sandwich method of securing the infusion set in place, but he "sweats it off." Discussed using occlusive dressing and agreed to send a box of it for him to try. Pt's wife explained that they go through six months of infusion sets in 2 months. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.